Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification was received. Reportedly, the cartridge had been filled with 250 units of insulin. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced.